Manufacturer narrative:
The customer reported that the charge button on the unit wasn't working. The device was evaluated at philips, and the failure was verified. Replacement of the processor pca resolved this reported issue.

Event description:
The customer reported that the charge button on the unit wasn't working.